Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system was not receiving any power when connected to a working power outlet. A line power fuse on the mobile view station (mvs) power board was open. Replacing the fuse resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuse has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when unplugging mobile view station (mvs) of imaging system from a power outlet a spark was observed. Site tried to power on the viewing station but the monitor did not display an image. There was no patient present at the time of the issue.